Manufacturer narrative:
Evaluation: method - work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. Medical review - halos are circles or bands of lights around objects/light sources. Usually more detectable at nighttime, but it can also be detected during daytime. Potential causes are: residual refractive errors, optical zone of the treatment/implant smaller than preoperative pupil size in mesopic conditions, decentered treatment/implant, excessive vaulting, etc. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst.) Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, the manufacturer recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to pt complaining of halo. The reporter indicated the icl had a relatively high vault.